Event description:
When the catheter was positioned on the lesion, operator released the liquid to swell the balloon, but this liquid leaked out from hub. So it was impossible to complete the intervention with this device. When surgeon removed the delivery system and it's relative stent from pt, he noticed that liquid leaked out through the hub, because it was cracked. So he used a new catheter to carry out this operation. No adverse pt consequences. No anomalies were noted when the device was removed from the packaging or during prep. The intended target lesion and vessel characteristics were unk. The device was removed by pulling the device inside the guiding catheter.

Manufacturer narrative:
The product has been received for eval; however, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.